Event description:
On (B)(6) 2012, the reporter contacted lifescan USA to report an "error 1" message. This complaint is being reported because the alleged error message remained unresolved with troubleshooting. There was no reported patient impact associated with this complaint.